Event description:
It was reported that the patients spinal cord stimulator (scs) is no longer functioning as intended. The patient underwent an scs explant procedure. No additional information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) is no longer functioning as intended. The patient underwent an scs explant procedure. Additional information was obtained stating that the implantable pulse generator (ipg) and lead were explanted due to inadequate pain relief. The explanted device components were disposed by the medical facility. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date of the procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) is no longer functioning as intended. The patient underwent an scs explant procedure. Additional information was obtained stating that the implantable pulse generator (ipg) and lead were explanted due to inadequate pain relief. The explanted device components were disposed by the medical facility.